Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Bmi: 35. Primary asa: p2 - mild disease not incapacitating.